Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER with inappropriate shocks for af with rvr and additional therapy for oversensing noise. The device diagnosed a vf inappropriately due to fast svt. No programming changes were recommended. Lead replacement was suggested. The device and the lead were explanted and replaced. The patient was fine.